Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a patient has passed away while the device was in use. The customer reported that the patient's condition had already been poor, and the causality of the incident is unclear. The customer reported that ¿low inspiratory pressure alarm frequently occurred during use the device. The device has not been returned to the manufacturer. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported they received information alleging a patient has passed away while the device was in use. The customer reported that the patient's condition had already been poor, and the causality of the incident is unclear. The customer reported that ¿low inspiratory pressure alarm frequently occurred during use the device. The device was returned to the manufacturer's service center for evaluation. During the device evaluation the device error log was reviewed, and no device failure errors were observed. The devices software was updated as a preventative measure. Operational checks were performed, and the device functioned as intended.